Event description:
A malfunction was reported with a code malf 12. There was no adverse impact to the customer's blood glucose level. The technical support team provided information to reset the pump and assisted the customer with the process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump but to call back if the issue recurred.